Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level ws 426 mg/dl. The customer tries to press buttons and they are unresponsive. The customer was asked if recalls any significant events leading to the keypad issue and said no. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm or battery out limit alarms noted. Insulin pump received with minor scratches on lcd window and cracked reservoir tube lip. No moisture damage on motor assembly or electronic assembly noted during visual inspection.